Event description:
It was reported that after use of the unspecified bd¿ insulin syringe 75% of the syringes are bent and difficult to use. Material no: unknown. Batch no: unknown. It was reported nearly 75% of the consumers syringes are somewhat bent. Verbatim: hello, I've been using bd insulin syringes for nearly a decade; being type 1 diabetic. This latest box I purchased has been less than satisfactory. Nearly 75% of the syringes are somewhat bent I'm not sure they're even safe to use but I have been doing my best since my diabetes supplies are very expensive. I contacted my local store & they said to contact you directly for resolution. Below is the information on the syringes I'm speaking of: bd insulin syringes with the bd ultra-fine needle 1ml capacity, 8mm length, 31g gauge.

Manufacturer narrative:
Investigation: customer returned 1 photo of a 1ml bd insulin syringe. Customer reported syringes are somewhat bent. The returned photo was examined and the syringe exhibited a bowed barrel, thus confirming the alleged defect. Unable to perform DHR review due to unknown lot number. Possible root cause: 1. Molding - processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.) 2. Material handling (duration of components being stored in totes).

Manufacturer narrative:
Updated lot history check and evaluation summary with lot # provided by customer # 6277587. Describe event or problem: it was reported that after use of the unspecified bd¿ insulin syringe 75% of the syringes are bent and difficult to use. Material no: 328418 batch no: 6277587. Verbatim: hello, I've been using bd insulin syringes for nearly a decade; being type 1 diabetic. This latest box I purchased has been less than satisfactory. Nearly 75% of the syringes are somewhat bent I'm not sure they're even safe to use but I have been doing my best since my diabetes supplies are very expensive. I contacted my local store & they said to contact you directly for resolution. Below is the information on the syringes I'm speaking of: bd insulin syringes with the bd ultra-fine needle 1ml capacity 8mm length 31g gauge medical device brand name: bd insulin syringe with the bd ultra-fine¿ needle. Medical device type: fmf. Common device name: piston syringe. Medical device manufacturer: holdrege bd medical - diabetes care. Medical device catalog # 328418. Medical device lot #: 6277587. Medical device expiration date: n/a. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: k170386. Device manufacture date: 2016-11-03. Investigation summary a complaint history check was performed and this is the 1st related complaint for syringe bowed on lot # 6277587. A review of the device history record was completed for batch # 6277587. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bowed barrel) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description possible root cause: 1. Molding - processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.) 2. Material handling (duration of components being stored in totes) rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle 75% of the syringes are bent and difficult to use. Material no: 328418 batch no: 6277587. It was reported nearly 75% of the consumers syringes are somewhat bent. Verbatim: hello, I've been using bd insulin syringes for nearly a decade; being type 1 diabetic. This latest box I purchased has been less than satisfactory. Nearly 75% of the syringes are somewhat bent I'm not sure they're even safe to use but I have been doing my best since my diabetes supplies are very expensive. I contacted my local store & they said to contact you directly for resolution. Below is the information on the syringes I'm speaking of: bd insulin syringes with the bd ultra-fine needle 1ml capacity 8mm length 31g gauge

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the unspecified bd¿ insulin syringe 75% of the syringes are bent and difficult to use. Material no: unknown, batch no: unknown. It was reported nearly 75% of the consumers syringes are somewhat bent. Verbatim: hello, I've been using bd insulin syringes for nearly a decade; being type 1 diabetic. This latest box I purchased has been less than satisfactory. Nearly 75% of the syringes are somewhat bent I'm not sure they're even safe to use but I have been doing my best since my diabetes supplies are very expensive. I contacted my local store & they said to contact you directly for resolution. Below is the information on the syringes I'm speaking of: bd insulin syringes with the bd ultra-fine needle: 1ml capacity, 8mm length, 31g gauge.